Manufacturer narrative:
The ca2 reagent lot was 671478 with an expiration date of 31-jan-2024. The crej2 reagent lot was 693368 with an expiration date of 31-aug-2024. The hdlc4 reagent lot was 658185 with an expiration date of 31-jul-2024. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with different assays on a cobas 8000 cobas c 701 module. Patient sample 1, tested with the ca2(calcium gen.2) assay: the sample initially resulted in a ca2 value of 6.6 mg/dl and repeated as 9.31 mg/dl on a second analyzer. Patient sample 2, tested with the ca2, crej2 (creatinine jaffe gen.2) and hdlc4 (hdl-cholesterol gen.4) assay. The sample initially resulted in a ca2 value of 5.8 mg/dl and repeated as 9.5 mg/dl on a second analyzer. The sample initially resulted in a crej2 value of 0.8 mg/dl and repeated as 1.0 mg/dl on a second analyzer. The sample initially resulted in an hdlc4 value of 85 mg/dl and repeated as 46 mg/dl on a second analyzer. The repeat results were deemed correct. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
Calibration and quality control results were acceptable. There is no indication for a performance issue of the reagent. Upon review of the alarm trace, multiple abnormal aspiration alarms were noted. The field service engineer checked the instrument and found a clogged nozzle. All nozzles were cleaned and a mechanism check was performed. The investigation determined the service actions performed resolved the issue.